Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 270 and 127 mg/dl. The customer stated his expected blood glucose test result range is 80-120 mg/dl am and 4 hrs. After a meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/22/2026 (expired). The customer did have another vial of test strips that had been stored and handled correctly (zd6188s). During the call, a blood test was performed by the customer non-fasting and produced test result of 139 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history: result 1: 270 mg/dl date: (B)(6) 2026 time: 12:52 am fasting, result 2: 103 mg/dl date: (B)(6) 2026 time: 3:37 am fasting , result 3: 127 mg/dl date: (B)(6) 2026 time: 10:37 pm 4 hrs. After meal , result 4: 98 mg/dl date: (B)(6) 2026 time: 4:22 am fasting , result 5: 106 mg/dl date: (B)(6) 2026 time: 2:40 am fasting.